Event description:
It was reported by the rep that the (2) 355st were used during a lap cholecystectomy procedure. It was reported that the 5mm trocars did not hold their seal and pneumo was lost. They were replaced with (2) 355ld trocars and the procedure was completed. There was no consequence to the pt.